Manufacturer narrative:
(B)(4).

Event description:
It was reported that the unit is missing segments in the display. There is no report of patient involvement or harm. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4). The reported customer complaint is a known issue and has been isolated and action has been taken under remedial action efforts. Complaint trends will continue to be monitored.